Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5076711) on 04-may-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain in reproductive area") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "one coil shaped in a circle". The patient's past medical history included femur fracture, tooth extraction, dry socket, parity 3 and vaginal delivery. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("periods became abnormal"), back disorder ("back issues"), toothache ("teeth pain and movement of teeth"), pain in jaw ("jaw pain"), alopecia ("hair falling out"), depression ("depression"), insomnia ("sleepless nights"), asthenia ("no energy"), abdominal distension ("belly bloat"), calcinosis ("release large calcium deposits"), bone swelling ("swelling jaw"), ear infection ("ear infections") and scar ("four scars due to essure removal surgery"). The patient was treated with ibuprofen and surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, toothache, pain in jaw, insomnia and asthenia had resolved and the menstrual disorder, back disorder, alopecia, depression, abdominal distension, calcinosis, bone swelling, ear infection and scar outcome was unknown. The reporter considered abdominal distension, alopecia, asthenia, back disorder, bone swelling, calcinosis, depression, ear infection, insomnia, menstrual disorder, pain in jaw, pelvic pain, scar and toothache to be related to essure. The reporter commented: since the removal of the coils, she no longer has pain anywhere. The doctor said her uterus and ovaries were superb so there is no other cause for the pain she experienced. She was pretty sure the ear infections were related to the swelling in jaw caused from the coils. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: appeared that one coil shaped in a circle incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Case was initially received via regulatory authority (FDA, reference number: mw5076711) on 04-may-2018. The most recent information was received on 14-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain in reproductive area") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "one coil shaped in a circle". The patient's past medical history included femur fracture, tooth extraction, dry socket, parity 3 and gravida. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("periods became abnormal"), back disorder ("back issues"), toothache ("teeth pain and movement of teeth"), pain in jaw ("jaw pain"), alopecia ("hair falling out"), depression ("depression"), insomnia ("sleepless nights"), asthenia ("no energy"), abdominal distension ("belly bloat"), calcinosis ("release large calcium deposits"), bone swelling ("swelling jaw"), ear infection ("ear infections") and scar ("four scars due to essure removal surgery"). The patient was treated with ibuprofen and surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, toothache, pain in jaw, insomnia and asthenia had resolved and the menstrual disorder, back disorder, alopecia, depression, abdominal distension, calcinosis, bone swelling, ear infection and scar outcome was unknown. The reporter considered abdominal distension, alopecia, asthenia, back disorder, bone swelling, calcinosis, depression, ear infection, insomnia, menstrual disorder, pain in jaw, pelvic pain, scar and toothache to be related to essure. The reporter commented: since the removal of the coils, she no longer has pain anywhere. The doctor said her uterus and ovaries were superb so there is no other cause for the pain she experienced. She was pretty sure the ear infections were related to the swelling in jaw caused from the coils. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: appeared that one coil shaped in a circle quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.